Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative on 2018-(B)(6). It was reported that the patient was seeing a healthcare provider (hcp) in early (B)(6), but the patient could not provide the exact date. The patient was unable to meet to have the pump read, and had not had a refill yet. The representative was setting up a time to see the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative on 2018-oct-31. It was reported that the patient's pump went empty "about two months ago" and the patient was in the clinic for a refill. No further complications were reported.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving 5.0 mg/ml of morphine at 4.5287 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported the patient¿s pump was alarming. The pump had been alarming every day for the last two weeks (relative to the date of the report, (B)(6) 2018). The consumer reported hearing the two-tone beep consistent with the critical alarm. It was indicated the patient had missed a scheduled refill, and their last refill was in (B)(6). The consumer reported the patient was due for a pump refill. It was reported the patient no longer had a managing healthcare provider because the pain clinic shut down and the new pain management clinic did not deal with pumps. No symptoms were reported. Physician listings were provided. The patient¿s medical history included the following; the consumer stated the patient was a paraplegic. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative. The rep stated the patient planned to see a physician in (B)(6) and told them that they did not require their help. No further information was provided.